Event description:
Low battery warning prompt and beeping.there was no patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 8th may 2018. The pad-pak DHR for lot no. D5138-001 was reviewed and showed that this was 1 of 20 pad-paks manufactured in this lot. Each pad-pak was subject to a battery voltage test on the 10th may 2018 with no recorded fails. 19 pad-paks from this lot were shipped to ¿aero healthcare¿ on the 10th may 2018. The returned pad-pak was measured and found to be depleted. This had resulted in the device failing to power on and the status indicator flashing red, as per the reported fault. The battery pack was investigated, and no abnormalities were found with the battery cells or connections. One cell was found to be significantly depleted, while the others were consistent with the expiry of the pad-pak. The returned sam pad device performed to specification throughout the investigation, and the battery monitoring circuitry and the device current drain were verified. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Therefore, it is concluded that the returned pad-pak had failed due to a single failed cell. Information from the history log would suggest this pad-pak was first installed in the device on the 25th june 2018. On the 12th august 2018 the device failed the weekly auto self-test following a significant decrease in battery voltage from the previous successful self-test. Therefore, it is assumed the cell failed around this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Low battery warning prompt and beeping. There was no patient involved.